Manufacturer narrative:
A water flush through confirmed the customer's experience as leakage was identified through the crack. A visual inspection identified a transversal crack of approximately 7mm length in the middle of the maxzero casing. The observed damage is consistent with the component having been subjected to an external force, analysis of the automatic assembly machine did not identify any potential contributing factors which could have caused damage of this nature. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
The reported feedback suggests that there is a leakage. During the use, leakage occurred. After inspection of the connector, it was found that the top was cracked and there was no residual top was found in the package.

Manufacturer narrative:
The model#/catalog# is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number is for the domestic similar product. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a leakage. Report suggests not in use on a patient.